Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming. It was reported that the pump alarmed twice in a day. The pump alarmed once at school with no display and at night for "no cartridge" when patient was in bed. It was reported that the patient switched to the beck-up pump. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Investigator's unable to duplicate the customer's stated problem. During investigation testing was performed and the device did not alarm and was functioning properly. No problems found.

Manufacturer narrative:
Additional information received from reporter. The infusion was life-sustaining.